Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a3b & a4: not available from facility. Block b6: not available from facility. Block c: not applicable for this device. Block d4: serial # not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks d1 & g: address listed reflects the specification developer. Blocks e1 & g2: country is australia. Block h3: the phoenix catheter was not returned, thus no product investigation was performed. Block h6: based on the complaint details, the catheter got caught on a stent strut within the patient. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a phoenix atherectomy catheter was used for a peripheral procedure in the mid sfa. During use, the catheter got caught on a stent strut and unable to remove the catheter. An angioplasty balloon was advanced just below where the catheter was stuck, and the stent dislodged from the catheter. The catheter was withdrawn from the patient with no damage observed to the device or the stent. The procedure was finalized with no further complications and no patient injury. This adverse event and product problem is being submitted due to entrapment, requiring intervention.